Event description:
A customer reported an issue where the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to inspect and clean the pump, advising removal of an o-ring from the pneumatic tap and ensuring the cartridge was undamaged. Following these steps, the customer was able to reload the cartridge successfully and resume insulin therapy.